Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had their controller exchanged due to a cracked screen. No further information was provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a cracked screen on the system controller was confirmed via analysis of the returned controller (serial number: (B)(6)). Visual inspection of the returned controller revealed a crack in the user interface (ui) membrane at the corner of the lcd screen. Debris was also observed in between the panels of the ui screen. No other physical anomalies were observed. The observed damage and debris on the ui screen did not prevent information from being displayed or read from the lcd display. The returned controller passed functional testing and successfully operated in a mock circulatory loop for an extended period of time without any issues or atypical alarms produced. The downloaded log file contained approximately 8 hours of data ((B)(6) 2020 from 01:23:47 to 09:36:21 per the timestamp). The data in the log file did not indicate any issues with the system controller. The driveline was disconnected on (B)(6) 2020 at approximately 09:33:30 to exchange the system controller. The pump maintained a speed above the low speed limit without issue while the driveline was connected. The root cause of the reported event could not be conclusively determined through this analysis. The device history records were reviewed and the records revealed that the heartmate ii system controller, serial number (B)(6), was manufactured in accordance with manufacturing and quality assurance specifications. The heartmate ii instructions for use (IFU) section 8 ¿ ¿equipment storage and care¿ and heartmate ii patient handbook section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment, including the controller. The IFU section 7 ¿ ¿alarms and troubleshooting¿ and patient handbook section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including backup battery fault alarms, and the actions to take if the issue does not resolve. IFU section 4 ¿ ¿system monitor¿ explains how to properly set the system controller clock using the system monitor. This section also explains how to view the backup battery information for the system controller. Additionally, section 2 ¿ ¿system operations¿ explains that the backup battery has a limited lifespan and its expiration date is 36 months from the manufacturing date. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.